Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch message. The field representative was contacted but was unable to provide any further information. There was no adverse patient effects reported.

Event description:
Additional information was received that the lead safety switch (lss) feature was activated on the ra lead. All stored electrograms (egms) displayed noise. The patient implanted with this device system was reportedly dependent on the right ventricular (rv) lead, however, exhibited an intrinsic rhythm on the ra lead. The noise was re-created, however, all impedance measurements were within acceptable limits. The physician elected to continue to monitor.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.